Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that a haptic was torn off from the optic and there was a clear surgical residue on the lens. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted an aq2003v silicone three piece lens and the haptic was torn after insertion. The lens was removed without enlarging the incision and suture closed the wound.